Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely. Upon review of the remote transmission it was noted that the implantable cardioverter defibrillator (ICD) showed non-sustained right ventricular oversensing (nsrvo) due to post paced t-wave oversensing (pptwos). The oversensing was noted on a stored electrogram (egm). Programming changes were discussed, no intervention had been performed.